Manufacturer narrative:
Medwatch sent to FDA on 07/18/2007. The product associated with this report has not yet been returned. Based upon the serial number and implant date and produced by the reported, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcomes of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Reported as a lap-band port leak